Event description:
Dr. Received a device which was labeled with catalog number 350-7600bc and lot number 227770 on the outer box. However, upon opening the box, he noticed that the inner packaging was labeled with catalog number 354-6007 and lot number 230738. The device inside the inner packaging matched this information.